Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the icm was a competitor's device and therefore interrogation could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated with two separate diagnostic mobile programmer application tablets. The icm remains in use. No patient complications have been reported as a result of this event.